Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
Related manufacturer reference number: 2017865-2021-06020. Related manufacturer reference number: 2017865-2021-06021. It was reported that the patient presented for an implant procedure. During procedure, it was noted that the atrial lead had dislodged and was not sensing or capturing. The physician also noticed high capture thresholds on the right and left ventricular leads. Device interrogation confirmed loss of capture no capture off all leads. The leads were explanted. The right ventricular lead and atrial lead were replaced. The patient was stable post procedure.